Event description:
The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. Concomitant product: 694765, implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory showed that the time is approaching for device replacement. The weekly battery voltage trend data shows min battery equaling 3.04 to 2.66 volts range between (B)(4) 2012 and (B)(4) 2013 is before device rrt less than or equal to 2.62 volts.

Event description:
It was reported that at the patient's follow up visit at the end of may the device¿s battery voltage was approaching elective replacement indicator (eri). It was also noted that the remaining longevity was shorter than the calculated longevity. The device remains in use as the replacement will be discussed with the patient¿s physician. No patient complications have been reported as a result of this event.